Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2003 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence, menometrorrhagia and dysmenorrheal and mesh was implanted. It was reported that the patient had a concurrent procedure of a cystoscopy, hysteroscopy, dilation and curettage and thermochoice performed during mesh implantation. It was reported that following insertion, the patient experienced pain and urinary problems. (B)(4).

Manufacturer narrative:
It was reported that patient underwent exploratory laparotomy with extensive enterolysis, bso, destruction of multiple endometriotic implants, partial sigmoid colectomy with reanastomosis on (B)(6) 2006 by (B)(6) due to ovarian neoplasm. (Per operative report).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, erosion, and urinary problems.